Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she was having difficulty with the serter and both were sticking as well as not pulling back all the way. She also had a blood glucose over 600mg/dl in (B)(6) that was due to the tubing being caught while she slept. The customer declined to finish troubleshoot. The insulin pump will not be returned for analysis.